Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the pulse generator's setscrew was unable to be tightened. The physician also had difficulty removing the ventricular lead from the device header. The device was not implanted and a new device was installed. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found medical adhesive in the setscrew inset which caused the reported inability to tighten the setscrew. It was also noted that foreign material was in the connector block threads which caused the setscrew to become stuck in the connector block which contributed to the reported difficulty to remove the lead.